Event description:
Implanting surgery was conducted on (B)(6) 2014. The setting pressure is unknown. The fluid did not flow through the valve even by pumping. During implantation preparation, the surgeon noted that the reservoir was stiff and the base plate was not sitting flat. The surgeon suspected the defect with the valve and implanted another product. The procedure was completed without any surgical delay or adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The position of the cam when valve was received was 160mmh2o. The valve was visually inspected; it was noted that the base plate had moved slightly in the silicone housing, this could be due to atypical force being used when flushing the valve. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code ns9008, with lot number crcc1n, conformed to the specifications when released to stock on the 10th april 2014. The root cause could be due to atypical force when flushing the valve this could have expanded the silicone housing giving enough room for the valve casing to move, but this could not be determined. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.